Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. This file was created for the statement "some patients of certain races have cloudy lens with this type of lens". The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, some patients of certain races have cloudy lens with this type of lens. Additional information has been requested.